Event description:
Additional information received that patient also experienced the events vitreous invaded the anterior chamber, vitreous hemorrhage of the right eye, visual acuity is not yet clear due to corneal edema and hemorrhage, the newly placed intraocular lens was removed and the cannula hub of the syringe only turning one rotation on the luer lock hub. The current outcome of the patient was unknown.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of cannula disengaged from syringe, perforation of the posterior capsule; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. A sample was not received at the manufacturing site and no lot information was provided; therefore, the root cause for the customer complaint issue cannot be determined. The cause of the reported event cannot be determined with the information obtained; therefore, specific action with regards to this complaint cannot be taken. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that during a cataract surgery an ophthalmic operating cannula was disengaged from the syringe and patient experienced perforation of posterior capsule for which the patient undergoes removal of newly placed lens, vitrectomy and replacement with a different lens. The surgery was completed on the same day. Current outcome of the patient was unknown.